Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 90-95 mg/dl and expected 2 hour post meal blood glucose test result is <120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 79 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/20/2025 and open vial date is 10/18/2023. The meter memory was reviewed for previous test result history: result 1: 79 mg/dl, date: (B)(6), time: 11:02 am, fasting 2 hr. After breakfast. Result 2: 108 mg/dl, date: (B)(6), time: 9:04 am, fasting. Result 3: lo, date: (B)(6), time: 9:04 am, fasting. Result 4: 135 mg/dl, date: (B)(6), time: 8:30 pm, fasting 2 hr. After dinner. Result 5: 117 mg/dl, date: (B)(6), time: 12:34 pm, fasting 2 hr. After lunch.